Event description:
It was reported that the 9600 system experienced an ifb (image function board) and interlock open errors while fluoroing. System rebooted and case continued. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The described failure could not be duplicated. However, found the 24v power supply was low. Adjusted the power supply and as a preventative measure reseated the image function board (ifb). The system was tested and found to be working as intended and placed back into service.